Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2020. According to the complainant, after spaceoar placement the patient felt pain and discomfort. Reportedly, two days after the last radiation therapy, the hematoma broke through the patient skin as an infection. A 7-day prescription of antibiotics was given to treat the infection. An ultrasound was performed, a needle was inserted into the hematoma to drain some of the fluid and a little blood. On the last day of the antibiotic prescription, the patient was informed that there was no more infection and was advised to avoid walking so it won't delay the healing process. Reportedly, the scab will be gone in few days and it will be completely healed save for the remaining portion of the hematoma to be absorbed into the patient's body. As of september 17, 2020, additional information was received stating that the patient went through radiation therapy treatment (proton therapy). Following the treatment the patient re-developed another hematoma and experiencing pain and discomfort. The hematoma is currently leaking fluid and the pain has diminished. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. Block h6: patient code 1884 captures the reportable event of hematoma. Patient code 1930 captures the reportable event of infection. Patient code 2348 captures the reportable event of injury. Patient code 3191 is being used to capture the reportable event of additional intervention required. Evaluation conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2020. According to the complainant, after spaceoar placement the patient felt pain and discomfort. Reportedly, two days after the last radiation therapy, the hematoma broke through the patient skin as an infection. A 7-day prescription of antibiotics was given to treat the infection. An ultrasound was performed, a needle was inserted into the hematoma to drain some of the fluid and a little blood. On the last day of the antibiotic prescription, the patient was informed that there was no more infection and was advised to avoid walking so it won't delay the healing process. Reportedly, the scab will be gone in few days and it will be completely healed save for the remaining portion of the hematoma to be absorbed into the patient's body. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.